Manufacturer narrative:
Return of the tube for investigation was requested; however, not received to date. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
A report was received that stated "cuff pressure dropping." "Checked constantly and had to reinflate every time." The patient was not re-intubated.